Event description:
A report received from another country, indicated that the balloon of a cypher stent delivery system (sds) burst at 16 atms during a percutaneous coronary intervention. The target vessel was de novo, moderately calcified with 90% stenosis. During inflation of the 2.50 x 13 mm cypher, the gage of the inflation device stopped increasing at 16 atm. The stent was implanted at the target lesion and post dilatation was not required. There was no report of injury to the patient. To confirm the balloon rupture, the physician checked for leakage by submerging the balloon of the sds in heparin and a pinhole rupture was noted.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This product is available for evaluation, but it has not yet been received. Add'l info will be submitted within thirty days upon receipt.